Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain patient information from the time of the event, confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was no power or not charging when plugged into ac power. The device was reported to be in use at the time of the reported problem. There was no patient or user harmed. The customer informed the remote service engineer (rse) that while it was in use on a patient, the device gave a high priority alarm and then shut off. The patient was removed without further incident and no patient harm was reported. In the customer biomedical engineer (bme) shop the device was plugged into ac power but it did not turn on. The screen remained black and there were no leds illuminated on the front panel. The bme verified that 120 volts ac was going into the device but there was no voltage at the j1 connector brown/orange wire of the power management (pm) printed circuit board assembly (pcba) and no voltage at the battery connector. The rse advised that the customer replace the power supply first, and then replace the pm pcba if the power supply replacement does not resolve the issue.

Manufacturer narrative:
A field service engineer (fse) went to the customer site and replaced the power management (pm) printed circuit board assembly (pcba) to resolve the device having no power and not charging when plugged into alternating current (ac) power. The device passed all the required testing including the performance verification test (pvt) and was returned to service with no restrictions to use.